Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: kne-unknown-femoral, kne-unknown-bearing, unknown-stryker-bone cement. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, the patient was revised due to loosening. The sales rep has no product ID for the explanted tibia and bearing. The place of initial surgery is also unknown.

Manufacturer narrative:
(B)(4) concomitant medical product: unknown articular surface catalog # unknown lot # unknown. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, the patient was revised due to tibia component loosening. Attempt for further information has been made, but no further information has been provided.